Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event and therapy date are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number:3006705815-2020-31203. It was reported patient experienced lead migration and to address the issue patient underwent surgical intervention wherein both the leads were explanted and replaced with a penta lead.